Event description:
The report company received from the affiliate indicated that due to a leakage in the balloon, the unit could not be inflated during use. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is available for evaluation and testing; however, it has not been received to date.